Manufacturer narrative:
The unit was received with blank display due to corrosion on lcd board. The unit was unable to perform the idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test,prime/compromised force sensor system test, excessive no delivery test, displacement test or verify battery out limit alarm, off no power alarm due to blank display. The following physical damage was noted: stripped battery cap coin slot, minor scratched display window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump would shut off whenever a new battery was inserted. The patient's blood glucose at the time of incident was 13.5 mmol/l. The blank display anomaly occurred three times this morning. The device would turn on right away once a new battery was inserted. However, the insulin pump was returned for analysis.